Manufacturer narrative:
Age at time of event: 18 years or older. Device is combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). A 2.50x32mm promus element plus drug eluting stent was selected to treat the target lesion. When the physician advanced the device to the rca resistance was encountered. The stent was removed from the patient and upon inspection it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.

Manufacturer narrative:
Device evaluated by MFR: the complaint device was returned for analysis. A visual examination of the returned device identified hypotube kinks at various locations along the catheter. Hypotube kinks are consistent with excessive force being applied to the device during handling/use. A visual examination also identified proximal stent damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The 99% stenosed target lesion was located in the moderately calcified and moderately tortuous right coronary artery (rca). A 2.50x32mm promus element plus drug eluting stent was selected to treat the target lesion. When the physician advanced the device to the rca resistance was encountered. The stent was removed from the patient and upon inspection it was noted that the stent was lifted. The procedure was completed with a different device. No patient complications were reported and the patient's condition is good.